Event description:
No new information received by the customer.

Manufacturer narrative:
The device was not returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified. It is possible there was a difference in understanding regarding the handling of equipment between olympus' recommendations and the facility in question. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 facility name: (B)(6). This report is related to the following linked patient identifiers: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the endoscope reprocessor was used to reprocess a gastrointestinal videoscope that had been previously used in a patient with sporadic type creutzfeldt-jakob disease (cjd). There have been no reports of any patients contracting cjd from the subject device.